Manufacturer narrative:
(B)(4). Date sent: 3/5/2021. D4: batch # t5eu2p. H6: component code: mechanical(g04), others(g07). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/4, no damages were found on the cartridge surface. The cartridge pan was attached in good condition. Some scratches were found on the cartridge pan. The returned device and a test reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Also, when the actual device pssee60a was reloaded with returned gst60b, the cartridge loading was acceptable, and the cartridge did not easily come off from the jaw. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. In addition, there were two un-formed staples in the plastic bag that contained the returned cartridge. During the visual analysis of three videos, the following was observed: the first video shows a device with a blue reload loaded. At the 01:22 mark tissue is placed on the jaws. At the 04:13 mark the jaws are removed. The second and third videos show a device with a reload loaded and tissue is placed on the jaws. At the 02:05 mark the jaws are closed. At the 2:35 mark the device is removed and the reload was not be removed along with the device. It is believed that there was tissue between the cartridge pan and the cartridge channel of the device not allowing the cartridge to snap into place. Based on the video review the event description is confirmed, the potential cause is improper cartridge loading by the user. Please refer to the device analysis for full analysis details and conclusion. Additional information was requested, and the following was obtained: what is the or staff¿s experience with device? The or staff is young. What is meant by ¿cartridge fell off of the jaw¿? The cartridge fell out of the device. Did the cartridge literally fall out of the device? Yes. Approximately how far did the device cut and staple? => the cut and staple line was planned to be 40mm. Please describe staple form. The staples was not deployed. What is the current patient status? The patient is stable as of (B)(6) 2021.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the operating room staff¿s experience with device? What is meant by ¿cartridge fell off of the jaw¿? Did the cartridge literally fall out of the device? Approximately how far did the device cut and staple? Please describe staple form. What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal gastrectomy, the cartridge fell off the jaw, but the knife kept moving so that the duodenum got a hole on it, and the anterior wall of the stomach got damaged by the fallen cartridge at the 4th firing. The device was used between the stomach and the duodenum. The procedure was converted to an open procedure, and endo gia(covidien) was used for the roux-en-y method to complete the case. The scrub nurse commented when loading the cartridge, it was slightly lifted, but the clicking sound was heard. The device was fired properly until 3rd firing. The hole of the duodenum and the damage of the anterior wall of the stomach were repaired by additional suturing after converting to open procedure. The patient is stable.